Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator was unable to connect to home monitor via rf telemetry. Upon interrogation, rf telemetry would not communicate with the programmer. Only wand telemetry could be used. The issue was resolved by resetting the device back to nominal settings. The patient was stable and no further issues were noted.